Event description:
Adverse event(s): "no patient impact was reported" (no known impact or consequence to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message twice. The system was switched out and the case was completed. Multiple attempts have been made to retrieve additional information but none has been received to date.

Manufacturer narrative:
The facility called in to technical services and was advised to look at 3 things: check to see if the infusion tubing was clamped; make sure the bss bottle was hung after inserting the cassette (avoiding the cassette filter getting wet); and check the cassette seal for leaks. The facility reported they would call if they had any further problems. The facility did not request a service visit. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).